Event description:
It was reported that "the user was unable to load a clip properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned. The applier was purchased by the hospital within 1 year."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the user was unable to load a clip properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned. The applier was purchased by the hospital within 1 year."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in january of 2024 from lot number 06c2359403. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found that the jaws and the outer tube are misaligned/bent resulting in the rivet to be slightly popped making the jaws dislodge from the outer tube of the device. This causes misalignment of the jaws to which the clip cannot be loaded in the device properly making the device defective. We are unable to fully determine what caused the jaws to be misaligned/bent and for the rivet to pop but misuse such as excessive force at the end user's facility is suspected. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.